Manufacturer narrative:
Cardiac science's initial evaluation has not been completed yet; therefore, no results nor conclusions of the evaluation are available to date. We will provide the full evaluation results as soon as it is available.

Event description:
The customer is concerned about the rescue file. The incident has the correct date and time and did in fact take place in the time frame shown. However, the unit advised of a shock and delivered but does not exist in the rescue file. They also disagree with the annotation marks. They state the unit prompted "shock advised" but shows "no shock advised in rescue link. The file also does not correspond with what took place in the actual event.